Event description:
Customer reported that there was an emergency room visit for high blood glucose. Blood glucose at the time of emergency room visit was over 600 mg/dl. Customer was sick and throwing up due to high blood glucose levels. Customer was wearing the pump at the time of emergency room visit. Customer stated that the high blood glucose levels were caused by a bent cannula. Customer also reported experiencing low blood glucose levels of 48 mg/dl. It was reported that the insulin pump alarmed no delivery which was found in the insulin pump's history file. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.